Event description:
Information was received from a patient. It was reported that their pain has been so bad for about two months. The patient stated that their settings were at 9.5v and they were having to charge the implantable neurostimulator (ins) too frequently, as they have had to charge two to three times a day since the end of (B)(6) 2018. The patient mentioned that they were miserable and waiting for a call from their neurosurgeon, as they had ¿half a rod¿ in their back and might need another rod. The patient reported that they could hardly walk stairs and was mostly confined to their bed due to the excruciating pain. The patient stated that they couldn¿t stand for 10-11 minutes, but before this happened the ins was working great. It was noted that the patient programmer showed that stimulation was turned on. The patient was redirected to follow up with their healthcare provider (hcp). An appointment was scheduled for (B)(6) 2018 and the patient wanted to request that a manufacturer representative be present at the visit. It was noted that the issues started around (B)(6). No further complications were reported or anticipated. Indications for use are spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the settings on the device would only go up to 10.5v and their pain was so high again that stimulation just wasn't as strong. The patient stated that they were controlling their pain levels with medicine and that the device just wasn't strong enough to control their pain. The patient mentioned that they were having to charge two to three times within a 24 hour period. It was noted that the issue had not been resolved yet. The patient had an appointment with their pain clinic on (B)(6) 2018, and another appointment with their back surgeon on (B)(6) 2018. No further complications were reported or anticipated.